Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pacer dependent patient presented in clinic experiencing syncopal episodes. Upon device interrogation, the right ventricular lead exhibited noise reversion, loss of capture and intermittent high impedances. An x-ray revealed the ventricular lead was not fully inserted into the device header. The pocket was reopened and the lead was reinserted into the device. After the lead was reinserted, all electrical values were normal. The patient was fine post procedure and would continue to be monitored.